Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the guardians have noticed a decline of the child's auditory performance since the (B)(6) 2010. Problems with outer devices have been excluded and history of head trauma has been denied by the guardians. Latest testing showed channel 1,2,3,4,8,9,11 and 12 in status hi.